Event description:
The rptr did back to back (rapid succession) blood glucose tests, using separate fingersticks. Rptr's results were 11, 31 and 34 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr stated that the strips used for the reported tests were not good. A control solution test using a new vial of strips was in range. Rptr checks the test strip confirmation dot. Rptr technique of applying blood is accurate, and rptr cleans meter on a regular basis. No harm was alleged.